Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence, urinary/bowel dysfunction. It was reported that the reason for call was patient said they didn't believe the device was working at all. Patient said they had no sensation at all and when they had the urge to go to the bathroom they got up and went in their pad half the time. Reviewed how to increase stim. The patient was able to successfully increase stim. Patient felt stim in leg and the agent advised patient to decrease stim. Patient decreased to a comfortable level. Additional information was received from the patient on (B)(6) 2026. They reported that the device had not worked for several months. Patient said they have increased stim and changed programs. Patient said a year or so ago they were flying to az and the external devices went through purse scanner/xray and it was soon after that the device stopped working. External device use was reviewed and the patient was sent a list of healthcare professionals (hcps) near them.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.